Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of 600+ mg/dl. Elevated bg levels were treated by correction bolus with the pump, and the issue was resolved.